Event description:
It was reported that the patient was no longer feeling stimulation in the proper area. He felt stimulation in his right thigh and hip instead of his right ankle where it needed to be. He felt a little stimulation, but not much, leading to acute pain. The patient stated that he noticed this change "1- 1/2 ago". The unit of time (days, weeks, months) was not clear. The patient had opted to only have one program on his programmer and had already tried increasing stimulation without resolution. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger: model 37752, serial# (B)(4).